Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5329539. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stopper for the 13x75 mm 4.0 ml bd vacutainer® plus plastic serum tube. Red bd hemogard¿ closure popped off by itself after blood taking. The blood taking procedure was using syringes and needle. The phlebotomist did not open the stopper by hand. There was no report of serious injury or medical intervention.